Event description:
It was reported that this pacemaker and another manufacturer epicardial right atrial (ra) lead had high out of range pacing impedances around 2300 ohms. The minute ventilation (mv) sensor was oversensing the impedance noise triggering the signal artifact monitor (sam) to disable. The plan was to turn mv off and use the accelerometer for rate response, as it was discussed from technical services that this should work better for an abdominal implant. The device was reprogrammed to bipolar configuration. The system remains in-service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.